Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, the pump exhibited high-pressure alarm. It was reported that the pressure tubing and pump was checked, and no external cause found. According to the report, the patient was advised to go to the ER and the patient was admitted. Reported that infusion is life-sustaining and patient was able to successfully switch to back up pump and continue infusion with no interruptions in therapy. No patient consequences were reported.